Event description:
Cut inside of mouth [mouth injury]. Toothbrush head fell to bits [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer contacted via social media and stated that his wife's toothbrush head fell to bits while she was using it. No serious injury was reported.

Manufacturer narrative:
01-jul-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return, 1 refill, was received on 02-apr-2019, and the product was identified as precision clean. Product investigation is in progress.

Event description:
Cut inside of mouth [mouth injury], toothbrush head fell to bits [device breakage]. Consumer contacted via social media and stated that his wife's toothbrush head fell to bits while she was using it. No serious injury was reported.